Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were experiencing numbness from finger tips to heel on hand (left side) numbness in finger tips (right side). Location of symptoms reported: left and right hands. Symptoms started after a fall in (B)(6) 2015. Event date: (B)(6) 2015. It was noted that there was not a suspected problem with the manufacturer's device or therapy. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.